Event description:
During a scheduled follow-up on (B)(6) 2017, a premature battery discharge was reportedly identified (battery voltage at 2.86v). The subject ICD was implanted on (B)(6) 2016 (battery voltage at 3.21v at implant). Since implantation, there were no therapies delivered and no ventricular pacing. Real time tests showed normal impedances, sensing and threshold values. A warning was displayed: [a3] technical issue on (B)(6) 2016. At the previous interrogation on (B)(6) 2016, the battery voltage was 2.97v.

Manufacturer narrative:
A hardware reset procedure was successfully performed on (B)(6) 2021 to correct the displayed residual longevity.

Event description:
During a scheduled follow-up on (B)(6) 2017, a premature battery discharge was reportedly identified (battery voltage at 2.86v). The subject ICD was implanted on (B)(6) 2016 (battery voltage at 3.21v at implant). Since implantation, there were no therapies delivered and no ventricular pacing. Real time tests showed normal impedances, sensing and threshold values. A warning was displayed: a3 technical issue on (B)(6) 2016. At the previous interrogation on (B)(6) 2016, the battery voltage was 2.97v.

Event description:
During a scheduled follow-up on (B)(6) 2017, a premature battery discharge was reportedly identified (battery voltage at 2.86v). The subject ICD was implanted on (B)(6) 2016 (battery voltage at 3.21v at implant). Since implantation, there were no therapies delivered and no ventricular pacing. Real time tests showed normal impedances, sensing and threshold values. A warning was displayed: technical issue on (B)(6) 2016. At the previous interrogation on (B)(6) 2016, the battery voltage was 2.97v.